Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's insulin pump keeps scrolling and will not stop. Customer also reported a crack on the top of the pump by the battery cap. Advised insulin pump would be replaced. No add'l info was provided.

Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display.